Event description:
It was reported that they were trying to initiate therapy using s/n (B)(6). The arctic sun device tried to prime then alarms low flow and patient line open (alert 01 and alert 02). They have disconnected and reconnected the pads but are still unable to initiate therapy. Stopped therapy, disconnected pad. Placed device in manual mode. Flow rate was 0lpm, inlet pressure was ip -0.0psi, circulation pump command cpc was 100 percentage, pump hours 3778.7, system hours 4363.6. Asked nurse to send device to biomed labeled with no flow and use another means of cooling. They thought all of their devices was in use. Per sample evaluation results received via task on (B)(6)2024, it was reported that the control panel was unresponsive to touch, used u.I. To complete decontamination. Installed test circulation pump to cool. Ac main circuit card to power inlet module hot side connector blackened. Circulation pump motor had missing screws in an arctic sun device.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using s/n: (B)(6). The arctic sun device tried to prime then alarms low flow and patient line open (alert 01 and alert 02). They have disconnected and reconnected the pads but are still unable to initiate therapy. Stopped therapy, disconnected pad. Placed device in manual mode. Flow rate was 0lpm, inlet pressure was ip -0.0psi, circulation pump command cpc was 100 percentage, pump hours 3778.7, system hours 4363.6. Asked nurse to send device to biomed labeled with no flow and use another means of cooling. They thought all of their devices was in use. Per sample evaluation results received via task on 01nov2024, it was reported that the control panel was unresponsive to touch, used u.I. To complete decontamination. Installed test circulation pump to cool. Ac main circuit card to power inlet module hot side connector blackened. Circulation pump motor had missing screws in an arctic sun device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-06153. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.